Event description:
Customer called to report a clear blue leak of approximately 7 to 10 cubic centimeters on the counter, underneath the coulter lh750 hematology analyzer. Customer stated that the leak occurred after the instrument was shut down. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed cleaner leaking from the port on the side of the flowcell. Upon further investigation, the fse found that a small hole in the tubing was the source of the leak. The fse cleaned the leak and replaced the affected tubing. There was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak was a hole in the tubing attached to the flowcell.

Manufacturer narrative:
(B)(4).